Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer has not stated if the unit is available for evaluation. (B)(4).

Event description:
The customer stated that the unit passes the o2 calibration but during the operation verification procedure (ovp) blender accuracy test at 90%, the unit delivers 93.6%. Technical support advised performing a differential regulator calibration and a blender calibration. This occurred during the operation verification procedure therefore there is no patient involvement.